Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have tinnitus and a sinus infection. The patient did receive medical intervention in the form of prescriptions for antibiotics. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the device and found dust contamination on the blower, mineral deposits in water tank. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found extensive dust, mineral deposits, and indeterminate contaminants in humidifier. The manufacturer also found sticky brown contaminant was observed between base unit and humidifier and on the interior of the humidifier bottom panel. The device's downloaded event log was reviewed by the manufacturer and found 2 errors logged. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed the presence of dust and contaminants in the airpath, with the likely source external to the device. The manufacturer also confirmed extensive mineral deposits in the humidifier and water tank suggesting the use of non-distilled water. In the initial report patient allegation of dizziness and hypertension were not mentioned which has been updated in this report. Section d9, g3, h6 has been updated / corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have tinnitus and a sinus infection. The patient did receive medical intervention in the form of prescriptions for antibiotics. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on nov 04 , 2024 and section h10 should be reported as: the manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have tinnitus and a sinus infection. The patient did receive medical intervention in the form of prescriptions for antibiotics.there was no report of serious patient harm or injury. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction.